Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No blank display anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went total blank. The customer¿s blood glucose level was 172 mg/dl at the time of the incident. The customer stated that insulin pump was neither exposed to extreme temperatures nor direct sunlight. Customer was advised the insulin pump will need to be replaced and advised to discontinue use of the insulin pump and revert to a back-up plan. Insulin pump will be returned for analysis.